Event description:
It was reported that the end user sought medical attention on (B)(6) 2016 at 10 pm after receiving a high reading of 371 mg/dl from the prodigy diabetes glucose meter. The end user felt weak and the paramedics were called. The paramedics performed a test with their meter with a result of 250 mg/dl and no treatment was provided. No further information was provided.